Manufacturer narrative:
D6a: date of implant is estimated to have occurred in 2015. Further information was requested but not received.

Event description:
During a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Emi was suspected as the cause of the noise. No intervention has been performed. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating diagnostic imaging was performed and no anomalies were noted. The patient was stable.